Event description:
It was reported that in the 4t nursing unit of the burn center, the arterial line broke off during removal. The piece of the arterial line that broke off retained in the patient. Interventional radiology decided to leave the fragment in place since it was confirmed the patient had adequate collateral circulation so flow was not compromised to the patient's hand. There was no attempt at another procedure. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). The sample will not be returned.